Manufacturer narrative:
The field service engineer determined the issue was caused by a vacuum failure. The solenoid valve with base was replaced. Precision was completed within specification.

Manufacturer narrative:
The field service engineer determined there was a mechanical failure of waste bottle aspiration tubing. The rinse mechanism tubing assembly was replaced. Ise checks were performed. Calibration and controls recovered within specifications. After these service actions, the reporter stated they continued to have issues. They received random critical high and critical low results on an unspecified number of patient samples, mostly occurring with na. The samples will be tested on the same or another instrument and results will be within "within range". Medwatch field age or date of birth- the patient's birth year was (B)(6).

Event description:
The initial reporter stated they were having issues with controls being outside of range and had questionable ise results for an unspecified number of patient samples tested on the cobas 6000 c (501) module. The reporter provided data for two patient samples and of these, one had discrepant results for ise indirect na for gen. 2. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 152 mmol/l. The sample was repeated on a different analyzer, resulting with a value of 145 mmol/l. The repeat value was believed to be correct. The na electrode lot number and expiration date were requested, but not provided.